Manufacturer narrative:
Section d9 was updated due to part return additional code added to section h6 evaluation code result. H3 device evaluation summary: updated due to part return medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this pb980 ventilator displayed the message to ¿exchange ventilator¿ and stopped ventilating the patient. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed that the unit experienced a loss of ventilation at the time of the event by relevant diagnostic codes. The sp replaced the direct current (dc)-dc converter printed circuit board assembly (pcba). The unit passed all tests and calibrations as per manufacturer specifications at the time of service. One dc-dc converter pcba was returned to medtronic for failure investigation. Visual inspection showed no anomalies and/or damage that may have contributed to the event. The returned dc-dc converter pcba was attached to the failure investigation test ventilator for analysis and powered up in normal mode. While running over the weekend, the ventilator began to alarm showing ¿vent inop¿ with red and yellow alert banners across the display. The status display showed ¿ventilator inoperative replace ventilator¿. Upon observation, the c83 capacitor was blown with residue of thermal damage observed on the surrounding area adjacent to the c83 capacitor. Analysis duplicated the reported issue and determined the dc-dc converter pcba to be faulty. The cause of the event was determined to be faulty c83 capacitor in dc-dc converter pcba. There is an existing previous internal investigation regarding this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this pb980 ventilator displayed the message to ¿exchange ventilator¿ and stopped ventilating the patient. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed that the unit experienced a loss of ventilation at the time of the event by relevant diagnostic codes. The sp replaced the direct current (dc)-dc converter printed circuit board assembly (pcba). The unit passed all tests and calibrations as per manufacturer specifications at the time of service. The likely cause of the event was isolated in the field to a fault in the dc-dc converter pcba. There is an existing previous internal investigation regarding this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, this 980 ventilator displayed the message to ¿exchange ventilator¿ and stopped ventilating the patient. The patient experienced desaturation, was removed from the ventilator and placed on an alternate ventilator with no injury.